Event description:
The customer reported that the system displayed poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions node and the system calibration files were reloaded. The system was tested and found to be working as intended and put back into service.